Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal morphine (unknown) previously and dilaudid (hydromorphone) currently via an implantable pump for non-malignant pain. The patient rep reported there was a leak in the catheter since saturday and the patient had been at the hospital and they were not familiar with the pump. The patient rep stated the managing healthcare provider retired december 31, 2024. The patient rep asked for healthcare provider listing because she was going to move the patient to a different hospital. Agent asked clarifying questions and the patient rep said they did a CT scan and they found out there was a catheter leak. The patient was redirected to their healthcare provider to further address the issue. Patient also called in stating they had been at the hospital for 4 days. Patient stated they had their pump filled on april 25th by doctor. The last refill before that was done in december. Patient stated when the pump was replaced the doctor told the patient there was a kink in the catheter "near the rear". Patient stated their back was bulging where the catheter was . Patient stated no one at the hospital would do anything with the pump besides remove it. Additional information was received from the patient reporting doctor retired and that their pump was refilled and the catheter started bulging out of their back. Patient stated 2 days later they were in the hospital and were in there for 3 days before being discharged from the hospital last night. Patient reported their medical notes said the catheter had a kink in it but just the pump was replaced and not the catheter. Patient stated they need a neurosurgeon to assist them and the first three healthcare provider's (hcp) on the list were retired.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2014, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-dec-2015, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that on (B)(6) 2025 he had refill and two days later and he was bulging where catheter was located. The patient stated that he is having emergency surgery on (B)(6) 2025 but now walking around in pain. The pump still working however, the patient was not getting exactly what he should because he was in pain. The pump will be replaced on (B)(6) 2025. The catheter kink was not resolve yet.